Event description:
It was reported through remote transmission that non-sustained rv oversensing episodes were observed due to noise on the right ventricular lead. Patient was asymptomatic. Programming changes were made. Patient is in stable condition.